Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the ruby coil became stuck and would not advance inside of the microcatheter; therefore, it was removed. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.